Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion due to a decrease in battery from 54% in (B)(6) 2020 to 13% in (B)(6) 2022. A review of the device data by engineering confirmed that the power consumption of the device was increasing gradually. Premature battery depletion as confirmed. A revision should be performed within sixty two days. The device was subsequently explanted in japan and was returned. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion due to a decrease in battery from 54% in (B)(6) 2020 to 13% in (B)(6) 2022. A review of the device data by engineering confirmed that the power consumption of the device was increasing gradually. Premature battery depletion as confirmed. A revision should be performed within sixty two days. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.